Event description:
A pt experienced red eyes with pain and burning, myalgia and arthralgia, extreme weakness, photophobia and appetite diminution. The pt's symptoms first appeared eight to ten hours following the hemodialysis session. The pt was treated with "aines" and required hospitalization. Treatment during hospitalization is unk. Reportedly, the pt's symptoms would diminish during the interdialytic interval, then increase in intensity with the next treatment with a ca membrane. This occurred over the next four dialysis sessions. The symptoms gradually diminished after the pt changed to a cahp 210 dialyzer in 10/2003. The physician at the center reports the pt is fully recovered at this time.